Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for non-malignant pain and post-herpetic neuralgia. It was reported that the patient had spinal cord compression. The hcp planned to perform an MRI. The device was not functional. It was recommended during the call that the hcp charge the device and put it in MRI mode. No further complications were reported. Additional information was reported that the patient's hcp is not aware of any issues with the patient's ins other than a need for regular reprogramming for max efficiency. There have been no actions/interventions planned or performed (that the hcp is aware of) fo r the patient's spinal compression. No further information was reported.